Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, every staple did not come out even though the doctor pulled the firing trigger at a stroke. The case was done well with suture reinforcing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the cartridge arrived in good visual condition and fully fired. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The event could not be confirmed as no device was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.